Event description:
Received pt from an outside hospital in 2008 with a 4fr 18 gauge bard groshong nxt single lumen PICC line. In the next day, staff report at 0800 that the PICC line was leaking fluid under the dressing. This writer evaluated line and findings were the same. Line fractured. Line was removed. Dates of use: 2008, 8 days. Diagnosis or reason for use: chemotherapy.